Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead exhibited multiple episodes of noise. The lead was explanted and replaced on (B)(6) 2020. The patient tolerated the procedure well and was stable.